Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011, the patient status post previous l5-s1 fusion many years ago with recent l4-5 transforaminal lumbar interbody fusion with probable pseudoarthrosis. The patient underwent transpedicular transfacet decompression at l4-5 on the right using microsurgical minimally invasive techniques, transforaminal interbody fusion using bioprosthetic interbody device with left iliac autograft and bioactive allograft with the use of microsurgical minimally invasive techniques, posterolateral intertransverse fusion on the left and facet fusion on the right using iliac autograft and bioactive allograft with rhbmp-2 at l4-5 bilaterally, nonsegmental pedicle fixation at l4-5 bilaterally using percutaneous screws, placement of bioprosthetic interbody device at l4-5 from the right, osteotomies at l4-5 on the right with removal of previously existing interbody implants and exploration of fusion using microsurgical minimally invasive techniques on the right, exploration of spinal fusion using microsurgical techniques, left iliac cancellous autograft using microsurgical minimally invasive techniques, left subcutaneous fat graft for transplantation into the epidural space on th e right, removal of nonsegmental fixation at l4-5 on the left as well as translaminar screw, intraoperative electrophysiologic monitoring with ssep, emg, eeg monitoring. As per op notes, ¿¿.placed in two-thirds of a small rhbmp-2 sponge and wrapped. The cannula was withdrawn after the iliac crest was backfilled with the bioactive allograft. Using the dilators, an 80 * 22 mm cannula was established over the transverse processes on the left side at l4 and then at l5. The transverse processes were exposed and decorticated with the drill. The bone graft and rhbmp-2 were then placed in the dorsolateral space in the intertransverse gutter.¿ no patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.